Event description:
Pt to or for a laproscopic cholecystectomy. It was noted that the tip of the dissector was missing from the instrument after procedure performed. Abdominal x-ray revealed the tip of the dissector in the right upper quadrant at the hepatic flexure. Due to the composition of the tip of the dissector as stated by the MFR. The pt underwent a second procedure to remove the foreign body.